Event description:
Complainant alleged that during biomed testing the multi-function cable connection was backwards. Complainant indicated that this cable was used on patients. However, clinicians reversed the placement of the electrodes on the patients for proper orientation.